Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message and machine was not communicate as expected. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-apr-2022 to 22- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device displayed a database error message, preventing users from logging in to the station. A technical support specialist found the database was not accessible for repair. Dropped database and restarted the station to resolve. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was displayed a database error message, preventing user log in to the station. A technical support specialist found database was not accessible for repair. Dropped database and restarted the station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message and machine was not communicate as expected. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.